Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
(B)(4). Incident report: we just received a call from our client about one medical accident that associated with our catheter (peb623), which suspected to the operational error that left adjustable silicon depth marker into patient's body. (B)(4). Embryo replacement catheter peb623 e-complaint: (B)(4).